Event description:
Patient reported their freedom pump broke while doing gamunex infusion. Patient reported they had to waste 20gm from gamunex. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gamunex-c 10% sdv - 20gm. Gamunex-c 10%sdv indication: nonfamilial hypogammaglobulinemia; antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Did patient miss a dose or have an interruption to therapy? - unknown did adverse event(s) result due to product issue? - unknown did pharmacy replace device? ¿ yes.